Manufacturer narrative:
Investigation summary ==> the device was inspected, and reddish material was observed under the pebax and during the second inspection a hole was observed on the pebax area. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found, and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30263465m number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. The root cause of the damage on the pebax could be related to the handling of the device, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax sleeve. Initially it was reported that during the ablation procedure, the ablation index on the visitag was often white due to the no force reading (n/a). Re-zeroing the catheter did not resolve the issue. The vector also seemed to be 45 ° off in comparison with the true direction. Replacing the catheter resolved the issue. There was no patient consequence reported. The force issue was assessed as a not reportable event as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On december 10, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection, it was found that there was a reddish color material under the pebax. On january 6, 2020, after further analysis and testing, it was confirmed that there was a hole found on the pebax. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on january 6, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is january 6, 2020.